Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, although the subject device was not returned, the an image issue was confirmed per the information received. However, the root cause of the event could not be determined. This supplemental report includes a correction to d5 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during the diagnostic gastroscopy procedure, the video system center was not working causing an approximately 30 minute delay in the procedure. The procedure was completed with another similar device and the outcome was as expected. The anesthesia was slightly extended for maybe 5 minutes. No extended hospital stay was required. The device was inspected prior to use per the instructions for use.